Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The concerned instrument was not sent to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The instrument was not sent to the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was a large scratch on the lens. The lens was not left in the eye. Folding tweezers were removed from the set and are now going for cleaning and will then be returned to the operation room. Additional information was received and stated, the wound was enlarged for removal of lens. There were no negative consequences. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.